Event description:
It was reported that the user¿s ilet displayed no data due to a bluetooth pairing failure with the dexcom g7, though the cgm sensor was active, and pairing was restored after a phone restart; review of device data indicated sustained hyperglycemia that began the prior morning, and the user acknowledged ingesting a large glass of chocolate milk without accounting for it. Symptoms included elevated blood glucose with a current value of 216 mg/dl trending downward. Outcomes included transient hyperglycemia without hospitalization or injury. Investigation included review of the ilet report and guided troubleshooting to re-establish bluetooth connectivity. Investigation of this case revealed a communication disruption between the ilet and cgm that resolved with device restart, while the hyperglycemia was attributable to unaccounted carbohydrate intake rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related carbohydrate omission with a temporary connectivity issue resolved through standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.